Event description:
It was reported that the catheter just did not "work" when it was hooked up. There were no patient complications reported. Follow up indicated that there was no electrical charge, when it was plugged in they couldn't get the catheter to pace and another one was opened and worked. This occurred before use. Troubleshooting was performed by changing the cables but the monitor was not changed.

Manufacturer narrative:
The pacing catheter was returned with the monoject 1.3cc limited volume syringe attached to inflation hub. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Continuity testing found that the proximal electrode had an open condition between the lead wire and the electrode in the catheter body proximal to the proximal electrode. The open condition was due to a broken leadwire. There was no other damage observed on the catheter body or the returned monoject 1.3cc limited volume syringe. An investigation was previously opened to address complaint of this type. At the receipt of this complaint a re-training was conducted to make operators aware of this issue. A device history review was completed and documented that the device met specification upon distribution.